Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had an hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian injury ("the damage to left side was so bad") and fallopian tube abscess ("abscess the size of a softball in my left tube"). The patient was treated with surgery (hysterectomy 4 weeks after essure done, removed left ovary) and removed left ovary. Essure was removed. At the time of the report, the medical device removal, ovarian injury and fallopian tube abscess outcome was unknown. The reporter considered fallopian tube abscess, medical device removal and ovarian injury to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, fallopian tube abscess and ovarian injury. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube abscess ('abscess the size of a softball in my left tube') and ovarian injury ('the damage to left side was so bad so left overy was removed.') In a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube abscess (seriousness criteria medically significant and intervention required) and ovarian injury (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with essure removal and removed left ovary). Essure was removed. At the time of the report, the fallopian tube abscess and ovarian injury outcome was unknown. The reporter considered fallopian tube abscess and ovarian injury to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, fallopian tube abscess and ovarian injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube abscess ('abscess the size of a softball in my left tube'), ovarian injury ('the damage to left side was so bad so left overy was removed.') And infection ('I had infection too/infection was leaking into my abdomen') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube abscess (seriousness criteria medically significant and intervention required), ovarian injury (seriousness criterion medically significant) and infection (seriousness criterion hospitalization prolonged). The patient was treated with antibiotics and surgery (hysterectomy with essure removal and removed left ovary). Essure was removed. At the time of the report, the fallopian tube abscess, ovarian injury and infection outcome was unknown. The reporter considered fallopian tube abscess, infection and ovarian injury to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, fallopian tube abscess and ovarian injury, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social mediaevent I had infection too/infection was leaking into my abdomen added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.